Event description:
It was reported that during a breast biopsy, a l3-021 vacuum tubing error occurred. Customer replaced probe and started the procedure again to get the same vacuum-related error. Customer finished the procedure with a replacement demo equipment. Patient return home after procedure. No adverse event was reported.